Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips did not form when the device was fired. Another device was used to complete the procedure. No adverse consequences reported. The device was discarded. No details are available.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.